Event description:
Same pt as manufacture # 6000089-2005-00743. It was reported by a neurologist that about 4 months after a coronary drug eluting stenting treatment procedure, a hypersensitivity reaction may have occurred. The pt had two taxus express2 drug eluting stents implanted about one year ago and has been experiencing joint and muscle pain for the past 8 months. Pt status is reported as "good/stable".